Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician was trying to cannulate the ampulla and asked for a needle knife to gain access. Upon grabbing the device, the nurse noticed a bend in the catheter. Once the device was opened, the nurse tried to straighten out the catheter and actuate the handle to test to make sure the needle would come out the end. When the handle was squeezed, a wire was noticed that came out of the handle are. It was reported that the pull wire was broken and exposed. The procedure was completed with another rx needle knife xl. There were no patient complications reported as a result of this event.